Manufacturer narrative:
Patient's specifics with regard to gender, age and weight were not provided by the doctor. The doctor replaced the restoration for the patient using a darker shade, without further incident. To date, the patient is doing fine. The product alleged in this incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor's office alleged that five (5) patients had experienced their restorations being too light after placement with simile and flow-it products. This is the first of five (5) reports.